Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that from 01-dec-2023 to 04-jan-2024, the patient experienced that the patient's infusion set fell off during use. The blood glucose level of the patient at the time of event was 170 - 215 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Device 2 of 5.